Event description:
During a pacemaker evaluation performed today, it was not possible to establish telemetry using an appropriate programmer. Probable total depletion of the pacemaker battery. Generator is part of the fsca security alert notification.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The reported event of failure to interrogate was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: report type was not specified to be serious injury. Section b5 was also filled in appropriately as well, specifying the event, procedure date, and patient status. Sections h2, h3, and h4 were also completed.

Event description:
It was reported that a pacemaker was unable to establish inductive telemetry. The physician believes the cause to be total depletion of the pacemaker battery. The pacemaker was removed on (B)(6), 2022. The patient was stable throughout the procedure.

Event description:
New information states premature battery depletion was suspected.

Manufacturer narrative:
Correction: corrected h6 by adding a code for premature discharge of battery, as this was suspected by the physician. This was mentioned in section b5.